Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. During the replacement procedure, an attempt was made to place a new lead. The physician had difficulty placing the lead and was unable to find a better position than the location of a chronic lead. The new lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.